Event description:
The account stated that the architect (B)(6) reagent has generated a discrepant result on a (B)(6) patient sample. The account provided the following data: dates: (B)(6) 2010, before operation: architect lot 78603hn00, (B)(6), axsym lot unknown, (B)(6), rna: n/a. Dates: (B)(6) 2010, after operation: architect lot 78603hn00, (B)(6), axsym lot unknown, (B)(6), rna: n/a. Dates: (B)(6) 2010, revisit to hospital: architect lot 83067hn00, (B)(6), axsym lot 88005lf00, (B)(6), rna: (B)(6). The riba iii was indeterminate. The sample was then tested by the (B)(6) method and the result was confirmed reactive. The account now believes the correct result is (B)(6). There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). Correction, the anti-hcv reagent lot # was changed from 78603hn00 to 82170hn00. Result: based on our evaluation, we have determined that architect anti-hcv reagent, list number 6c37-36, lot numbers 82170hn00 and 87708hn00 are performing acceptably. The account further stated that the architect lots of 78603hn00 (lot used before operation), 78603hn00 (lot used after operation) and 83067hn00 (lot used at revisit) listed in the initial description event were in correct. The correct architect lot numbers are 82170hn00 (lots used before and after operation) and 87708hn00 (lot used at revisit). As architect anti-hcv reagent lot 82170hn00 is expired, we used historical data: a retained sample (reagent kit stored at abbott laboratories) of architect anti-hcv, lot number 82170hn00 was tested with one replicate of the negative control, positive control and in addition three replicates of the second negative control. All results obtained for the controls were well within the architect anti-hcv package insert specifications. In addition, the 100 panel member negative population (tested routinely during release of architect anti-hcv reagents) was reviewed. This review showed that all test results generated for lots 82170hn00 were well within the specification and showed values within normal performance range. We tested a retained sample (reagent kit stored at abbott laboratories) of architect anti-hcv, lot number 87708hn00 with one replicate of the negative control, positive control and 10 replicates of sensitivity panel a (hcv core only) and sensitivity panel b (hcv ns3 only. The results generated with reagent lot 87708hn00 for the control values were well within the specifications stated in the respective package insert. Therefore, there is no indication that the analytical or clinical sensitivity of architect anti hcv, list number 6c37-30, lot number 87708hn00 is compromised. As part of our evaluation we have reviewed the complaint records for lot numbers 82170hn00 and 87708hn00. This review did not identify any problems relating to your observation. Based on our evaluation, we have determined that architect anti-hcv reagent, list number 6c37-36, lot numbers 82170hn00 and 87708hn00 are performing acceptably.

Manufacturer narrative:
(B)(4), concomitant medical products, architect (B)(6) reagent list number 6c37, lot 83067hn00. This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79. An investigation is in process. A follow-up report will be submitted when the investigation is complete.